Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy for an atrial arrythmia, technical services (ts) reviewed the stored data and determined that the rhythm appeared a sinus tachycardia, which the device delivered seven inappropriate anti-tachycardia pacing (atp) bursts. The sixth atp burst appeared to have accelerated the rhythm to ventricular tachycardia (vt) zone and the rhythm terminated. No additional adverse patient effects were reported. This ICD remains in service.